Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of abdominal pain with nausea and vomiting was admitted the hospital. Approximately ten days post admission, the patient with recurrent deep venous thrombosis and afferent loop syndrome with pending surgery was scheduled for vena cava filter placement. The right femoral vein was evaluated under ultrasound which revealed partial compressibility and some narrowing of the vein consistent with old thrombosis; therefore, the left common femoral vein was accessed. An introducer sheath was advanced and a cavagram was performed which demonstrated the level of the renal veins, no evidence of thrombus and normal cava caliber. The sheath was advanced to the l2-l3 and the filter was deployed with no significant tilt, migration or tilt. The filter was seen to be in good position with good apposition to the wall of the cava. The introducer system was withdrawn and pressure was held with good hemostasis. The patient tolerated the procedure well. Approximately two days post filter deployment, the patient underwent roux-en-y gastrojejunostomy with vagotomy and antrectomy with a braun anastomosis. Approximately twenty days post hospital admission, the patient was feeling better and discharged home. Approximately one year four months post filter deployment, the patient was admitted to the emergency department with complaint of chest pain. The patient had a normal transthoracic echocardiogram, and a normal chest x-ray and was discharged home one day post admission in good condition. Approximately three years post filter deployment, the patient had complaint of pain, syncope and right rib pain. Chest x-ray was performed which demonstrated normal findings with an ivc filter present. Approximately four year seven months post filter deployment, the patient was admitted with hypertension/dizziness. Chest x-ray demonstrated a vena cava filter in place, incompletely imaged. The patient made the decision to leave the hospital against medical advice and was stable at the time of discharge. The following day, the patient was admitted with bilateral arm pain and lightheadedness. A chest x-ray demonstrated a linear metallic density in the pulmonary artery. Chest CT scan demonstrated a possible limb of the ivc filter within the pulmonary artery. The patient was admitted to the hospital to be evaluated for symptoms. Since the patient was admitted to the hospital, filter retrieval was scheduled for the following day. The next day, the right jugular vein was accessed and a glidewire was advanced with difficulty into the inferior vena cava. The filter retrieval sheath was advanced into the distal inferior vena cava and an inferior vena cavogram was performed. Next, a retrieval cone was used to grasp the apex of the filter and the filter was collapsed and retracted into the removal sheath. Visual inspection of the filter revealed one of the shorter struts detached from the filter. The rest of the filter was removed in its entirety. No attempt was made to retrieve the detached limb from the pulmonary artery. Approximately two days post admission, the patient was discharged from the hospital. Image/photo review: based on the images provided, a vena cava filter was in an upright position in the ivc, can be confirmed. Based on the images provided, the identity of the filter could not be determined, can be confirmed. Based on the images provided, a linear radiopaque density can be confirmed in the right middle lobe. Based on the images provided, filter retrieval can be confirmed. Based on the images provided, the removal of the detached limb cannot be confirmed. Conclusion: the device was not returned for evaluation. However, images and medical records were provided and reviewed. Approximately four year seven months post filter deployment, a chest x-ray demonstrated a linear metallic density in the pulmonary artery. Chest CT scan demonstrated a possible limb of the ivc filter within the pulmonary artery. The next day, a retrieval cone was used to grasp the apex of the filter and the filter was collapsed and retracted into the removal sheath. Visual inspection of the filter revealed one of the shorter struts detached from the filter. Therefore, based on the provided medical records and images the investigation can be confirmed for detached filter limb. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.

Event description:
It was reported that approximately 56 months post vena cava filter deployment, a portion of the filter allegedly detached and embolized in the pulmonary artery. No further information regarding this event or patient status was provided. Medical records were received and reviewed. The patient had an inferior vena cava filter successfully deployed prior to an upcoming surgery. In an approximated time range of three years to four years seven months post filter deployment, a filter limb detached and embolized to the pulmonary artery. Approximately four years seven months post filter deployment, the filter was successfully captured and retrieved. No additional information was provided in the medical records received. Medical records were received and reviewed. The patient with history of recurrent deep venous thrombosis and afferent loop syndrome with pending surgery had a vena cava filter deployed in good position. Approximately four years eight months post filter deployment, chest x-ray demonstrated a detached filter limb in the right middle lobe of the pulmonary artery. The following day, the filter was successfully retrieved with no attempted to retrieve the detached filter limb. The patient was treated for previous underlying conditions and was discharged home one day post filter retrieval. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with longstanding history of deep venous thrombosis was scheduled for a vena cava filter placement prior to upcoming surgery. Both groins were prepped and draped in normal sterile fashion. The right femoral vein was evaluated under ultrasound and revealed only partial compressibility and some narrowing of the vein consistent with old thrombus. Therefore, the vena cava filter was successfully deployed via the left common femoral vein. Completion vena cavogram demonstrated the filter to be in good position and good opposition to the wall of the vena cava. The patient tolerated the procedure well. In an approximate time range of three years to four years seven months post filter deployment, a filter limb detached and embolized to the pulmonary artery. The patient was scheduled for a filter retrieval procedure to prevent any further limb detachment. Approximately four years seven months post filter deployment, the patient was prepped and draped in normal sterile fashion and the right jugular vein was accessed under ultrasound guidance. A retrieval cone was used to grasp the apex of the filter and collapsed and retract it through the sheath. Inspection of the filter revealed detachment of one of the six shorter limbs. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was implanted successfully in good position with no significant migration or tilt. Allegedly a detached filter limb was identified in the patient's right pulmonary artery sometime after implantation. The filter was successfully retrieved approximately four years and seven months after implantation. Inspection of the filter revealed one detached arm. Based on the medical record review, limb detachment can be confirmed. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 56 months post vena cava filter deployment, a portion of the filter allegedly detached and embolized in the pulmonary artery. No further information regarding this event or patient status was provided. New information received: medical records were received and reviewed. The patient had an inferior vena cava filter successfully deployed prior to an upcoming surgery. In an approximated time range of three years to four years seven months post filter deployment, a filter limb detached and embolized to the pulmonary artery. Approximately four years seven months post filter deployment, the filter was successfully captured and retrieved. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the reported event the definitive root cause for the filter limb detachment is unknown. Labeling review:the current IFU (instructions for use) states: warnings/potential complications:- filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 56 months post vena cava filter deployment, a portion of the filter allegedly detached and embolized in the pulmonary artery. No further information regarding this event or patient status was provided.